Event description:
Info received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The tech isolated the issue to the head up and down valves sticking. He replaced the valves and found the bed functioning properly.